Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
This follow up report are for these corrections: device received for this event is being corrected from xive s plus impl d3.8/l13 catalog # 26-2443 to xive s plus impl d3.8/l9.5 catalog # 32262441. Also lot # is being corrected from 432663 to unknown.